Manufacturer narrative:
The device remains in the patient, therefore product testing on the device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition a complaint history review was completed for this lot, there were no complaints found to be related to the reported event. A review of the device labeling was completed. A malposition stent is identified in the labeling as a known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The root cause was due to patient movement during implantation attempt. (B)(4).

Event description:
The surgeon reported that a trabecular micro bypass stent was unable to be implanted due to compromised visualization during the surgical procedure. A second trabecular micro bypass stent was used. The patient moved during implantation attempt and the surgeon inadvertently released the stent posterior to the implantation site. An attempt to retrieve the stent was made but it became embedded in iris tissue. The surgeon made the decision to leave the stent and the procedure was aborted. Clinical follow-up was requested and on 04/16/2018 the surgeon provided the following additional details: the stent's positioning did not result in any adverse impact to the patient and is being managed by monitoring the patient. The patient's current status and prognosis was described as "progressing well from cataract surgery. Will still need glaucoma medications when recovered from surgery." The istent is in a stable position.